Event description:
The reporter stated that the tube was inserted into the pt and a pop was heard. The reporter states that the extubation and reintubation of a replacement tube was required. The reporter states that visual inspection of the removed tube revealed a hole in the cuff. Covidien is attempting to collect further details related to this report.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample, a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event however, information of this nature is included in our database and monitored through trending.